Event description:
It was reported that the user experienced a high blood glucose of 401 mg/dl for about six hours after pausing the ilet during a supply change and delaying resumption of insulin delivery, with concurrent intake of juice noted; device use issues were implicated and no specific device component was identified. Symptoms included hyperglycemia and fatigue. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and a use-of-device problem, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.